Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer initially called on 1/16/2014 to report that the insulin pump had a blank display. Blood glucose value was 189 mg/dl. The customer changed the battery and received a battery out limit alarm. She stated the battery was out for longer than time allowed. She was advised to monitor the insulin pump. The customer called back on (B)(6) 2014 to report having issues with blank display again. The customer stated that the battery had been lasting less than usual and the display would go balk without a low battery alert. Blood glucose value was 164 mg/dl. The customer declined to remove the battery cap to inspect for damage due to having a full battery. The customer was advised that a battery cap replacement would be sent and to monitor the device.